Manufacturer narrative:
G4: 07aug2020. B4: 09aug2020. It was reported to philips that the device had a check vent: battery failed alarm . The customer stated that the battery led was not illuminated, and the battery voltage was around 8vdc. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer replaced the battery to resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22-may-2020.

Event description:
The customer reported battery failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.